Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect the ac power source was due to the power supply unit (psu) connector to main circuit board (pcb) was damaged. The psu connector was replaced to address this issue. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had no ac power. The device was not in use when the fault occurred; therefore, there was no patient involvement.